Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a pair new transmitter message occurred on the g5 mobile app. Data was returned and evaluated. The reported event of a pair new message was confirmed via data. The probable cause could not be determined post investigation. No additional patient or event information is available. It was reported that the operating system for the smart device was not a supported system. Labeling indicates that the dexcom cgm application is only compatible for select devices and operating systems.